Event description:
During a meniscal repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that the second implant (t2) pre-deployed. The first implant (t1) deployed without an issue, but after pulling the inserter back in order to deploy t2, the implant fell off the inserter. The implants were removed from the joint. The surgeon attempted the repair again with another fast-fix and the same thing happened. It is unknown if the t1 implant was removed from the patient. A third fast-fix was used and the procedure was completed successfully. The patient¿s condition was reported as okay post-procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture.